Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection of the returned product noted that reload one was fully fired and reload two was partially fired. Microscopic evaluation noted that the reload two had damage to the cutting edge of the knife blade. The interlocks were overridden and the reloads were cycled without hesitation or binding and was then applied to test media. All remaining staples were placed (for reload two) and test media was cleanly transected by both reloads. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This report 1219930-2017-10263 was sent in error as a duplicate for MFR report number: 1219930-2017-10136, any additional information received in the future will be captured and submitted under the report number 1219930-2017-10136. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic colectomy procedure. The stapler fired but then snapped and the trigger became loose. They ordered another load but did not work. The surgeon ended up using another product to end the surgery. When testing the stapler, after the surgery, the charge went off. There was no patient injury.